Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection procedure. The manual stapling handle was being used for stapling the bowel. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. When the surgeon went to fire the stapler, did not like the sound the reload was making and stopped. Changed the reload to a new one but still did not like the sound the stapler was making. The surgeon was never able to fire the stapler. In order to resolve the issue and complete the case, pulled another handle and reload which worked without incident. There was no patient harm.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted the reloads were partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 4cm and 1cm cut line. Functionally each of the reload was loaded into a post market vigilance instrument, the interlock was overridden and were applied to test media. All remaining staples were placed, and test media was cleanly transected. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.